Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On (B)(6) 2019 a patient¿s (pt) family member in (B)(6) called to report the pt was diagnosed with a corneal ulcer while wearing an acuvue brand contact lens (cls). The family member reported the last lenses caused severe irritation and pain. The pt was diagnosed by the general practitioner and referred to the hospital for evaluation. On 02oct2019 a call was placed to the pts family member and additional information was provided: the family member reported the pt was at work and the eye is improving quickly. No additional medical information was provided. On 11oct2019 a call was placed to the pt and additional medical information was provided: the pt indicated wearing the acuvue oasys brand contact lens (cls). On (B)(6) 2019 the pt inserted a new cls in the os. By lunchtime, the pt experienced irritation, swelling and soreness. The pt removed the suspect lens and wore spectacles. On (B)(6) 2019 the pt attempted to insert the same os suspect lens and continued to experience discomfort. The pt went to the eye care provider (ecp) and was diagnosed with a corneal ulcer in the os, 4mm, mid-peripheral, superior temporal cornea. Vision 6/6 (20/20). The pt also reported eye pain, redness, swelling and epiphora (tearing). The pt was referred to the hospital for evaluation. On (B)(6) 2019 an ophthalmologist at the hospital diagnosed corneal ulcer and prescribed exocin hourly and throughout the night until the return appointment on (B)(6) 2019. On (B)(6) 2019 the pt went for a follow-up appointment at the hospital and reports the ecp was happy with the progress. Pt was prescribed exocin 6 times daily for 3 days, then 4 times daily for a week, hycosan lubricant as needed. On (B)(6) 2019, follow-up appointment: pt was advised the os corneal ulcer had healed nicely and pt could discontinue any eye drops. The os was comfortable and white. Pt was advised to attend a return appointment at the end of (B)(6) 2019 prior to returning to cls wear. The lot number was not available. The suspect product was discarded by the pt. If any further relevant information is received, a supplemental report will be filed.